Event description:
It was reported that a pt sustained second degree burns and blisters to the face after hair removal treatment with the lumenis lightsheer duet. It was further reported that the system was not cooling.

Manufacturer narrative:
An on-site examination of the subject device by a lumenis authorized distributor rep concluded the reported issue could not be duplicated. An eval of the reported event details by a lumenis technical subject matter expert concluded that system safety circuits would have prevented the device operator from treating the pt should the reported issue have occurred. Reasonable attempts were made to obtain further info from the initial rptr regarding the name of the user facility, pt info, treatment settings, and sequela however none was rec'd. Lumenis is unable to make a determination of root cause at this time. Should further info be provided a f/u MDR will be filed.